Event description:
The customer reported that during a radical cystectomy, the blade would not retract. There was no pt injury. The customer was not able to provide additional details about the incident. The device was returned with knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.